Manufacturer narrative:
Investigation summary: the seal of the event unit was returned for evaluation. Upon inspection, engineering confirmed that the duckbill was torn. No other damages or defects to the seal were noted. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments. The instructions for use (IFU) warns that extra care should be used when inserting angular or asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. To minimize tearing of the seal when using highly textured surfaces, coat surfaces with sterile lubricant prior to insertion this document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic gastrectomy - "this is the complaint from the market. The duckbill was broken during procedure. The broken piece fell into the body. The sales person presumes the phenomenon occurred when the customer forcibly pushed gauze into the device. The incident happened during a procedure in a surgical department. The urology department of the same user facility has stopped using c0r83 and says they will not use the product until its durability is improved. The surgical department may also stop using the product in the future. Patient status - "the patient was not injured."